Event description:
It was reported that the patient experienced muscle stimulation on the right side of their abdomen, and the clinician observed that the stimulation was present at all outputs. Capture could not be verified in bipolar or unipolar polarities. No additional information could be obtained after multiple follow-up attempts. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.